Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The device was tested on the bench and in the automated test system. No out of range hv impedances were detected. The high hvli and resultant alert is consistent with an open load shock. It is believed, the device was programmed on and delivered a high voltage shock due to oversensed noise. The stored egm had ventricular noise of unknown origin and no intrinsic signals were observed.

Event description:
During induction testing, an alert for possible output circuit damage was observed. The pocket was re-opened to explant the device.